Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled with hesitation and binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy procedure, during the transection of the stomach, the surgeon fired the reload with no difficulty or visible abnormalities. However, upon examining the staple line, it was noticed that a dilator (from another manufacturer) was incorporated in it. The surgeon had stapled across dilator and as a result, the central staple line was incomplete. The surgeon removed the dilator and oversewed the staple line with suture. A new handle was opened to complete the subsequent firings. A leak test was performed and was negative for air leaks. It was noted that there was tissue damage and that the surgical time was extended for more than 30 minutes.